Event description:
It was reported that arterial rupture and patient death occurred. A left atrial appendage (laa) closure procedure was being performed with a watchman trusteer access system and a 31mm watchman flx pro closure device. Vascular access was achieved via the right femoral vein. A mechanical needle was utilized for trans-septal access. After dilating the septum, the physician advanced the watchman trusteer access system into the access and through the septum into the left atrium. The 31mm watchman flx pro closure device was inserted into the watchman trusteer access system and implanted into the laa. The watchman trusteer access system was withdrawn from the left atrium and groin. During the procedure the patient's vital signs remained stable. A few minutes after groin closure, the patient became hypotensive and a large hematoma was identified adjacent to the right groin. Groin pressure was applied for 20 minutes and the patient's blood pressure would not increase. A vascular surgeon was contacted. After the surgeon obtained access, an arterial rupture was identified. It was discovered that an artery sat right on top of the femoral vein and during initial femoral access the artery had been ruptured; during the length of the laa closure procedure the physician had been going through the artery to get to the vein. The patient experienced multiple moments of cardiac arrest. Cardiopulmonary resuscitation and defibrillation was performed, however the patient died. The official cause of death was hypovolemic shock.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038804826. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension, arrythmia (cardiac arrest), death, hematoma, perforation (shock, hypovolemic) (surgical intervention, resuscitation). Risk review a risk review was completed and confirmed that the events of hypotension, arrythmia (cardiac arrest), death, hematoma, perforation (shock, hypovolemic) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that arterial rupture and patient death occurred. A left atrial appendage (laa) closure procedure was being performed with a watchman trusteer access system and a 31mm watchman flx pro closure device. Vascular access was achieved via the right femoral vein. A mechanical needle was utilized for trans-septal access. After dilating the septum, the physician advanced the watchman trusteer access system into the access and through the septum into the left atrium. The 31mm watchman flx pro closure device was inserted into the watchman trusteer access system and implanted into the laa. The watchman trusteer access system was withdrawn from the left atrium and groin. During the procedure the procedure the patient's vital signs remained stable. A few minutes after groin closure, the patient became hypotensive and a large hematoma was identified adjacent to the right groin. Groin pressure was applied for 20 minutes and the patient's blood pressure would not increase. A vascular surgeon was contacted. After the surgeon obtained access, an arterial rupture was identified. It was discovered that an artery sat right on top of the femoral vein and during initial femoral access the artery had been ruptured; during the length of the laa closure procedure the physician had been going through the artery to get to the vein. The patient experienced multiple moments of cardiac arrest. Cardiopulmonary resuscitation and defibrillation was performed, however the patient died. The official cause of death was hypovolemic shock.